Event description:
It was reported to philips that the device was unable to switch on. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device had a main board failure. There was no patient involvement.